Manufacturer narrative:
The customer¿s report of a tubing separation was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed without any observed separation. The root cause of the reported separation was not identified.

Manufacturer narrative:
The customer¿s report of IV tubing disconnecting from the y-site of a pca set was not confirmed. Visual inspection of the set tubing and luer connections of the IV set did not reveal any damages or abnormalities. The male luer was inspected against iso 594/1 as applied to conical fittings and was found to be within specification.

Event description:
The customer reported that an infusion of normal saline was found disconnected from the y-site of the pca tubing and was infusing onto the floor. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of nss was found disconnected at the y-site of the pca tubing and infusing on the floor. There was no report of patient harm.